Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04542. The pt received her scs system including two leads (with different lot numbers) on (B)(6) 2010. It was reported the pt no longer had stimulation; it was lost gradually over time. The physician decided to replace the pt's two leads on (B)(6) 2011. F/u identified the pt had regained stimulation postoperative.

Manufacturer narrative:
Eval, results: the complaint was confirmed. As received, inspection of the both leads revealed a normal compression mark made by the locking mechanism from a swift-lock anchor and both leads had a bent area with all wires broken at a location consistent with the distal end of a swift-lock anchor. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.